Manufacturer narrative:
Internal complaint reference number: case- (B)(4).

Event description:
It was reported that a revision surgery of a taylor spatial frame was performed for a patient. The reason of the revision surgery is unknown. No further details were provided at this time.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after three requests, no relevant clinical information, operative report, radiographs or the device were provided to determine a root cause of the reported revision. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.